Manufacturer narrative:
This is a retroactive MDR filing based on a request from cdrh and oii of FDA.

Event description:
Went to perform download on patient and imd was not responding. Used both site programmer and personal programmer both of which failed to establish a connection. This MDR is one of 25 devices impacted by this problem. The MDR is being filed at the request of cdrh and oii after an inspection was performed on feb 19th thru mar 11, 2025. Avertix performed a voluntary field correction a couple years ago for this problem.